Manufacturer narrative:
The company rep examined the sys and found sys message (sm) "pump speed failure." The company rep replaced the fluidics controller pcb (printed circuit board). The sys was then tested and met product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that the sys shut down during phaco. The surgery was completed by using an alternate sys. There was no pt harm.